Event description:
The accounts biomed stated that the left head siderail has a broken weld which is preventing the siderail from latching in the up position.

Manufacturer narrative:
A replacement siderail frame was sent to the account. Repairs have not been completed.